Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was in place and drugs were being infused when an interlumen crossover was noticed. There were no reported injuries or complications for the patient.